Manufacturer narrative:
Per further vendor investigation, the description of failure was verified. The unit had a faulty left side illuminator board which will require replacement. Following repair unit will require re-characterization as an extended pyramid volume programmed with the firmware as it was received.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site 06/14/2016. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu) did not power-up with the fault light on, however, it did light up after several minutes. A check of the event log indicated a hardware fault. The illuminator current was lower than normal. The event log had recorded a history of this failure intermittently since (B)(6) 2016. Otherwise, the psu passed an aak test at .07 mm with a passing threshold of .35 mm. Illuminator current out of range - system fault code - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 06/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Replaced the camera and the navigation system is functioning as it should. No further issues. No further issues have been reported.

Event description:
A medtronic representative received a report that when packing-up a site's navigation system to move it out of the operating room (or), the amber fault light lit up on the camera. No further details were provided. There was no patient present when this issue was identified.